Event description:
Boston scientific received information that this pacemaker along with right atrial (ra) and right ventricular (rv) lead exhibited loss of capture (loc) which resulted to asystole of less than two seconds and non detection. Both ra and rv leads were dislodged. Additional information obtained from the field representative that it was twiddler's syndrome. Chest x-ray were performed and lead revision was to be scheduled. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information obtained that both ra and rv lead were explanted and replaced. At this time, the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)